Event description:
On (B)(6) 2012, the patient contacted animas to report the patient's blood glucose readings had been erratic for one month, ranging from 58 mg/dl to 200 mg/dl. On the afternoon of (B)(6) 2012 after lunch and a bolus dose of insulin, the patient obtained a blood glucose reading of 39 mg/dl. At that time, the patient experienced the symptom of disorientation. The patient administered self-treatment with juice and a poptart, and her friend took her to the emergency room. The patient's subsequent blood glucose readings were 81 mg/dl and 130 mg/dl. The patient was admitted to the hospital for observation, and remained on the pump. The patient noted her physician had recently adjusted her basal settings, I:c and iob settings on the pump. Troubleshooting revealed all pump settings and programming was correct, the date/time were correct, all total basal/bolus doses given correctly matched those programmed and the patient's technique was correct. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food and was hospitalized, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.